Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy, the thermogard console exhibited a mid09 (air trap assembly) error message. Following this, the user exchanged to another console to complete patient therapy with no further issue reported. No known impact or patient consequence was reported.